Manufacturer narrative:
(B)(4). The filter was replaced by the customer and the ventilator was returned to service.

Event description:
It was reported that during patient use, the ventilator air and gas barrier filter had an internal leak. The device continued ventilating/cycling with medical air. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.